Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011972, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011972". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011972 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 16-mar-2025 with a total of (B)(6) units. The sub-assembly, lot 5c01449 was manufactured according to the wi version 29 on 15-mar-2025 with a total of (B)(6) units. The sub-assembly, lot 5c01450 was manufactured according to the wi version 29 on 16-mar-2025, with a total of (B)(6) units. The sub-assembly gluing of tubing of the lot 5c00162 was manufactured according to the wi version 42 and manufactured in the gluing machine 4 - 8, on 13-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(6). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose and had influenza. The patient experienced vomiting and flu - high temperature. The blood glucose level was 400 mg/dl with positive ketones and got treated with intravenous insulin drip. The patient was in the hospital for more than 24 hours. The patient treated high blood glucose with insulin pens. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.